Event description:
Soft contact lens wearer. Switched to bausch and lomb moistureloc by eye care professional recommendation. Used product and had corneal ulceration. Permanent partial loss of vision as a result.